Event description:
It was reported that preventive maintenance was needed on the pump. There was unknown patient involvement and unknown patient harm/adverse event reported. Device evaluation revealed a damaged downstream occlusion sensor.

Manufacturer narrative:
B3: event date unknown. E1: address line (B)(6). Device evaluation: one device was received. A visual inspection found cracked front housing and a damaged downstream occlusion (dso) sensor. During the functional testing it was found that the rtc battery records 1670 days, which is over the limit. The customer reported problem was confirmed. The causes of the issues were found to be the cracked front housing, damaged dso sensor, and the rtc battery over limit. The front housing, dso sensor and rtc battery were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.